Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer would not close and required new assembly. A field service engineer (fse) confirmed that the issue had been resolved by a third-party contractor migrated the boards and pockets from a non-inventoried spare unit and replaced the drawer, as the new drawer had functioning slides. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 could not be closed due to an obstruction behind the drawer. The user confirmed that something was stuck behind the drawer. Reboot and recovery were performed; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.